Event description:
Additional information was received that there was no patient involvement; the issue was discovered during testing.

Manufacturer narrative:
Device evaluation: returned device was received damaged. Evidence of reported problem in event log was found. During the evaluation of the device the device was started in application and problems were found with the device double beeping with a cassette attached, which is causing the " no disposable" alarm. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited constant no disposable alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.